Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 300s (mg/dl) range for the past three days. Customer delivered correction boluses with pump to treat elevated bg levels. Reportedly, customer has been less active than usual lately, but is unsure if this has contributed to elevated bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.